Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
User is reported to have hit her head against a post after which she lost hearing sensation with the device. There was slight swelling over the implant housing which has since then resolved. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
User is reported to have hit her head against a post after which she lost hearing sensation with the device. There was slight swelling over the implant housing which has since then resolved. The user has been re-implanted on(B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have hit her head against a post after which she lost hearing sensation with the device. There was slight swelling over the implant housing which has since then resolved. Reimplantation is considered.